Manufacturer narrative:
Lot #: 60120939. The device and one (1) companion sample were received for evaluation. A visual inspection was performed on the returned samples and cosmetic ink defects were observed in front of the bag of one sample and no obvious defects to the second sample. Functional testing was performed on the samples and no leaks were observed. The reported condition of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a pin hole which resulted in leaking coming from the letter "m" in the phrase "made in (B)(4)" printed on the bag. The leak was observed prior to use. There was no patient involvement. No additional information is available.